Manufacturer narrative:
Correction to d6b: explant date inputted initially was incorrect and is addressed via this supplemental report.

Event description:
It was reported that the patient presented for a follow-up in clinic. An attempt to interrogate the pacemaker (pm) revealed that it had no magnet response. The patient reported symptoms of fatigue due to minor bradycardia. The pm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, and depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.